Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) . After reaming, it was noted that the back of the handle broke. Additionally, the end effector would not disengage from the impactor shaft. This did not affect the case and it was completed successfully. Not affect the case and it was completed successfully.

Manufacturer narrative:
Follow-up #1 and final report submitted to correct and update based on the results of investigation. Reported event: customer reported that the back locking clamp has broken. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11-03-2014 with no reported discrepancies. Additionally, the inspection record confirms that the certificate of conformance for assembly was present and accurate for all top and subassembly components. Complaint history review: a review of the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19100214, RMA #: (B)(4). Conclusions: the exact cause of the event was: the variable hip end effector showed a failed locking mechanism. Specifically the locking mechanism knob was broken, which has made actuating the locking mechanism difficult. Additionally, the two dowel pins that hold the 206966 reamer barrel are protruding out but this would not affect the issue of this complaint. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) . After reaming, it was noted that the back of the handle broke. Additionally, the end effector would not disengage from the impactor shaft. This did not affect the case and it was completed successfully. Not affect the case and it was completed successfully.